Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate follow-up report.

Event description:
It was reported that ventilation of the patient was not possible. The intial log review revealed that there was a ventilator failure. There was no injury reported. The device generated alarm.

Event description:
It was reported that ventilation of the patient was not possible. The initial log review revealed that there was a ventilator failure. There was no injury reported. The device generated alarm.

Manufacturer narrative:
For the investigation the provided logfile was analysed. It was found that during the case in question a multi-step recruitment maneuver was performed. The multi-step recruitment maneuver applies a sequence of pressure controlled mandatory breaths at variable pressure levels. The inspiratory pressure and expiratory pressure are increased in steps and then reduced again to the starting levels to open ("recruit") collapsed lung units and increase the number of alveoli involved in tidal ventilation. Within the internal sequence control a timeout occurred because the sw did not recognize the stop of the maneuver after the specified time of 125010 ms. It was not possible to identify the exact root cause. However, based on the log analysis, it can be concluded that the device behaved as specified upon the detected deviation and ventilation was stopped as part of the safety concept in order to avoid the application of undefined pressure. The device alarmed therapy settings not applied and no ventilation. As described in the IFU, in such case, the user shall either change the ventilation mode to man/spon or change back to automatic ventilation. It was confirmed for the particular case that the user switched to standby and then back to volume control in order to continue ventilation. The therapy was continued without any further issues. In the case of ventilation is no longer available, manual respectively spontaneous ventilation remains possible. The gas mixer remains functional. Dräger finally concludes that the device behaved according to specification for the detected problem. No comparable cases are known; this is an isolated case.